Event description:
It was reported that the handpiece began to smoke during use in a hand surgery. There was no reported pt or user injury or delay in surgery. The procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.